Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the cobas® taqscreen mpx assay, version 2.0, was performing within specifications. A review of the data confirmed the reactive result for hiv with a cycle threshold (CT) value of 47.7. The growth curve for the sample showed late, minimal amplification and was not sigmoidal, while the internal control and run controls demonstrated robust sigmoidal growth curves, indicating proper assay performance. Potential causes for the unexpected reactive result include sample contamination or the sample being near, at, or past the limit of detection (lod) of the assay. Non-specific amplification, while unlikely, could not be ruled out. Instrument maintenance was up-to-date, and no issues were identified in the batch trend analysis, product release, or stability review. The customer has since incorporated the recommended bleach cleaning procedure, and no further issues have been reported.

Event description:
The initial reporter alleged an unexpected reactive result for hiv when using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument. On (B)(6) 2023, a donor sample was reactive for hiv with a cycle threshold (CT) value of 47.7. Serology testing for the same sample was non-reactive. Repeat testing of the sample on (B)(6) 2023 was non-reactive for hiv. Organs from the donor were not recovered for transplantation.